Event description:
It was reported that the patient experienced urethral perforation, during an original artificial urinary sphincter (aus) implantation surgery. The procedure was aborted as result. The urethra was repaired, and a catheter was inserted to allow for healing. It was also reported that the patient would be given the option to undergo the procedure again after six months.